Event description:
It was reported that a revision surgery was performed due to an infection. No further information available.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a primary legion tka required revision due to infection. Additionally, it was reported that the "collet seized" during the procedure and a backup device was used to complete the procedure. It was communicated that "the product (lgn knee) wasn't faulty"; however, details of the revision surgery "is not information that is available to us"/"not entitled to this information". Based on the limited information provided, the root cause of the revision was the reported infection, although the source of infection remains unknown. The patient impact beyond the reported infection, instrument malfunction and subsequent modified surgical procedure using a backup device could not be determined. No further details were provided; therefore, no further medical assessment could be rendered at this time. Should additional information become available regarding the infection or seized collet, the medical investigation may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.